Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 460 mg/dl, while wearing the pod. They reported asking their son to check the pink slide status because the color pink was too light for their eyes to see. The patient reported their son stated the pink slide insert had not moved into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, the patient also reported they felt the cannula insert into their skin (abdomen) and found the cannula to look normal when the pod was removed. As treatment, the patient reported they would apply a new pod after finishing the call for this pod. The duration of pod use was not provided.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 542 pulses and completed several boluses before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no issues that would result in a failure of the needle mechanism.